Event description:
Healthcare professional reported explant of a lap-band system due to "band slippage". The event was first noticed when the pt experienced nausea/vomiting, gerd. The lap-band system was explanted. Follow-up findings: pathology report noted, "lap paraesophageal hernia repair and removal of lap-band device.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the device has not been completed at this time. Band slippage, esophageal hernia, reflux, nausea, and vomiting are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the serial number, the event date, implant date, diagnostic testing and additional pt data. The band has been identified as either a 9.75cm or a 10.0cm band in the device analysis lab.